Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation on his back. The patient's physician gave the patient a list of water-based lotions they can use. The patient's irritation improved after using lubriderm.